Event description:
I bought the malem bedwetting alarm from (B)(6). The very first night, I used the alarm on my (B)(6) y/o it overheated and exploded. This has caused my child pain and mental trauma. To my surprise, I have noticed similar complaints online. If the FDA would have acted any sooner, my child would have not gotten hurt. My child is going to continue to visit the doctor for at least the rest of this month. The pain is unbearable. Please take all necessary action soon. (B)(6).